Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to implantable cardiac defibrillator shocks for ventricular tachycardia. The patient was experiencing shortness of breath and lower extremity swelling. A chest CT was done which revealed a fluid collection surrounding the left ventricular assist device. Blood cultures were positive for methicillin-susceptible staphylococcus aureus (mssa) and antibiotics were changed to naficillin. The patient was started on beta-blockers and was evaluated for transplant. Repeat blood cultures remained positive and naficillin was continued. Blood cultures remained positive but "time to positivity" was increasing and finally resulted negative at 48 hours. A peripherally inserted central catheter (PICC) line was attempted but unable to be placed at bedside. A tunneled line was placed and the patient was discharged home on continuous naficillin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (pump pocket infection and cardiac arrhythmia) cannot be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 22dec2019. No further information was provided. The manufacturer is closing the file on this event.